Event description:
The mechanical ventilator was on a patient; alarmed; and the screen went blank. The safety valve was open and the ventilator seemed to be discharging air when removed from patient.======================manufacturer response for ventilator, puritan bennett (per site reporter)======================(B) (4) clinical biomedical engineering checked diagnostic log for errors and found ut0002(bus error/access fault)failure and xp0129 (application os boot)failure.(B)(4) field service technician from covidien came to do repair and he found the gui cpu to be faulty. He replaced gui cpu and did testing. Refer to attached document for work performed and testing results. He gave the okay for use. (B)(4) documented, attached documentation, closed out work order, and returned ventilator to service.